Event description:
It has been reported to philips that the system was unable to do fluoro but exposure was working. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that hard disk was defective. The two drives for ip-pc have been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis, the procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to do fluoro, but exposure was working. The fse replaced the two drives for ip-pc and recreated image store. After replacement of drives and recreating the image, the system was returned to use in good working order. The codes were updated based on the investigation outcome.